Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's has internal oxygen leak. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer. The device's oxygen blending module subassembly and harness were replaced to address the issue. The oxygen blending module subassembly and harness were evaluated by the manufacturer's product investigation laboratory (pil) and found theoxygen blending module subassembly and harness functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's has internal oxygen leak. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer. The device's oxygen blending module subassembly and harness were replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's has internal oxygen leak. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.